Manufacturer narrative:
Date of death - estimated date of event - estimated the unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. A review of the lot history records and complaint histories could not be conducted because the lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects, malfunctions and devices reported in the attachment are captured under separate medwatch reports. Attachment: post-market clinical follow-up evaluation report vascular closure devicesna.

Event description:
It was reported through a post market clinical follow up evaluation report identifying the starclose se vessel closure device that may be related to the following: death. Details are listed in the attached article, titled post-market clinical follow-up evaluation report vascular closure devices. Please see the attached post market clinical follow up evaluation report for specific information.